Manufacturer narrative:
The reported event of the prophylactically explanted device due to the the field concern was not confirmed. The device was returned for analysis. Electrical, mechanical, and longevity analysis was normal with no anomalies found. Correction: previously reported g3 should have been (B)(6), 2021 rather than (B)(6) 2021.

Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The device has been prophylactically explanted and patient was asymptomatic and stable after procedure.